Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported experiencing elevated blood glucose since (B)(6) 2010 and he believes the infusion device does not accurately deliver insulin. On (B)(6) 2011, his blood glucose ranged from 45-400 mg/dl, e7 (electronic) error, e8 (power interrupt) error, and e4 (occlusion) errors were displayed. The pt changed the battery. On (B)(6) 2011, the pt's blood glucose measured 27 mg/dl at 6:00 a.m. And his wife found him unconscious and gave him a piece of glucose and called the doctor. When the physician arrived, the pt had regained consciousness and his blood glucose measured 67 mg/dl. The doctor gave him another piece of glucose. No further info is available. The infusion device was replaced and requested to be returned for eval.